Manufacturer narrative:
Patient information is not available for reporting. Additional device product code: hrs device remained implanted; as such explant date is not applicable. Complainant device is not expected to be returned for manufacturer review/investigation. A device history record (DHR) review was performed: please note, this DHR review is for sterilization procedure only: part no: 04.211.016s, lot no: l576678: manufacturing location: (B)(4). Release to warehouse date: 18.sep.2017, expiry date: 01.sep.2027: no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Non-sterile 04.211.016 /h435995 was manufactured in us, (B)(4): manufacturing location: (B)(4), manufacturing date: 09-nov-2016: part #: 04.211.016, lot#: h435995 (non-sterile) - 2.7mm ti va lckng scr slf-tpng with t8 stardriver recess 16mm. Qty: 240. Inspection sheet for in process/inspect dimensional/ final inspection meet inspection acceptance criteria. Components: 04.211.016.999, 2.8mm ti screw blank 16mm, lot h401272: no non-conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that arthrodesis was applied to hallux valgus on (B)(6) 2018. During fixation to variable angle (va) x plate, va locking screw span around, and was not locked to the plate. Because the surgeon could not remove the screw for replacement, he left the screw as it was and completed the surgery with a 30-minute surgical delay. The surgeon commented that at first it was hard to insert the screw in question, and in the middle, it was light to insert it and then the screw spin. Also, he pointed out that setting of torque limiter might have been more excessive than he expected. No other medical intervention required. Patient outcome reported as okay. This report is for one (1) 2.7mm ti va locking screw. This is report 1 of 2 for complaint (B)(4).